Event description:
It was reported that device contamination occurred. The target lesion was located in the vessel below the knee. A 3mm x 40mm x 146cm coyote es balloon was selected for percutaneous transluminal angioplasty (pta). However, the use of the product was discontinued due to the presence of a human hair when the sterilized package was unpacked and device was taken out. The procedure was completed with a different device. No patient injury reported.

Manufacturer narrative:
Device eval by MFR: the device was not returned. However, a photo was provided from the healthcare facility. The photo showed what appeared to be a strand of hair pinned between the tubing and the tubing holder.

Event description:
It was reported that device contamination occurred. The target lesion was located in the vessel below the knee. A 3mm x 40mm x 146cm coyote es balloon was selected for percutaneous transluminal angioplasty (pta). However, the use of the product was discontinued due to the presence of a human hair when the sterilized package was unpacked and device was taken out. The procedure was completed with a different device. No patient injury reported.